Event description:
It was reported that during a ptca procedure, the balloon would not deflate after the initial inflation. No further information was provided. Attempts to obtain additional information have been unsuccessful.